Event description:
It was reported that during the procedure to stent the right carotid artery, in which an accunet device was also used, the pt developed barorecpector mediated bradycardia with hypotension, which was treated with atropine, IV neosynephrine boluses, & IV dopamine. The pt experienced anginal chest discomfort, whith known left main and rca disease. An intraaortic balloon pump was placed. The decision was made to proceed to urgent CABG, which was successful. Pt also at that time underwent faciotomies to the left lower extremity for compartment syndrome and the iabp was removed. The pt was successfully extubated the following day.